Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, low heart rate and dizziness approximately two days post implant.  It was noted the patient's heart rate was below the lower rate limit.  The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.